Manufacturer narrative:
The reported events of capturing problem and p-wave amplitude variation were not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing were normal, with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-04931. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to capture and exhibited a p wave amplitude variation. The right atrial lead was not used. The physician continued with second right atrial lead. The second right atrial lead exhibited a high capture threshold. The second rv lead was implanted and showed normal pacing threshold after connected to the device. The patient was in stable condition.